Event description:
Two episodes of some bleeding intra-op (one in fundus/one in db) related to g-lix use that required placement of clips. Post-procedure the patient vomited blood. On re-endoscopy, lots of blood in gastrum. Many clips placed. Patient remained in hospital for one additional day, and no further issues found.

Manufacturer narrative:
The patient claimed to be on no medication, but the physician felt the mucosal looked friable and the physician felt the patient might have been on a blood thinner.